Event description:
It was reported that pump battery depleted too quickly and caused pump to shut down. There was no reported adverse impact to the customer's blood glucose. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.